Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte (mr) stent delivery system (sds). Sds with stent was visually, tactilely and microscopically examined along the entire shaft length and no defects or anomalies were found. The distal end of the sds was inspected under magnification and damage was found on the tip and no stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in the severely tortuous right coronary artery. A 3.0x20mm liberte bare stent delivery system (sds) was advanced but it was unable to cross the lesion. Ballooning was performed, and the liberte bare sds was reintroduced. However, it was noticed at this time that there was damage to the stent. The procedure was completed with plain old balloon angioplasty. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in the severely tortuous right coronary artery. A 3.0x20mm liberte bare stent delivery system (sds) was advanced but it was unable to cross the lesion. Ballooning was performed, and the liberte bare sds was reintroduced. However, it was noticed at this time that there was damage to the stent. The procedure was completed with plain old balloon angioplasty. No patient complications were reported and the patient's status is good.